Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on three leads. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which leads contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6328543. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.